Event description:
The report received indicated that the physician was prepping the precise nitinol stent; after flushing, there were too many bubbles, which indicated air remained in the delivery system. The physician stopped using the device and continued the procedure with another product. The product was not used in the patient. Additionally, it was confirmed that the device had been prepped as indicated in the instructions for use.

Manufacturer narrative:
The product has been returned for evaluation and testing; however, as of to date, the evaluation has not been completed. Additional information will be submitted within 30 days upon receipt. See scanned page.